Event description:
During a colonoscopy for hematochezia, a single (post polypectomy) 25 mm ulcer was found in the proximal ascending colon. No bleeding was present. Stigmata of recent bleeding were present. Area was successfully injected with 6 ml of a 0.1 mg/ml solution of epinephrine for hemostasis. Coagulation for hemostasis using bipolar probe was successful. For hemostasis, five hemostatic clips were successfully placed. There was no bleeding at the end of the procedure. 3 of the final 5 clips failed to close, 3 more clips were obtained resulting in final 5 clip placement count. Clips fell off of sight and into digestive tract. No harm to patient.